Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was <1 miu/ml and was reported outside of the laboratory. The patient was redrawn on (B)(6) 2018 and the result was 844 miu/ml. This result and the fact the patient had a previous positive pregnancy test alerted the doctor to the erroneous low result. On (B)(6) 2018, the laboratory was notified of the issue. The original sample was repeated with a result of 480.1 miu/ml. Another sample from the same draw was tested and the result was 483.5 miu/ml. The reported result was amended. The patient was not adversely affected. The reagent lot number was 259199. The expiration date was nov-2018. The field service representative could not find a cause. He replaced the pinch valve tubing, checked the sipper, probe, clot probe voltages, and mixer alignments. He ran a high voltage adjust and performance testing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. Based on the provided calibration, qc, and analyzer data, a general reagent or analyzer issue could be excluded.